Manufacturer narrative:
E1 - initial reporter full address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a partially missing ultrasound image, during maintenance, involving an olympus ultrasound gastrovideoscope. There was no patient involvement reported.